Manufacturer narrative:
Clarification to device info. (D.4): style 110 silicone gel filled breast implant; catalog number 27-110211 . Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture". Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported unknown side "intracapsular rupture". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. The device has been explanted.